Event description:
Patient was on ventilation when the ventilator shut off and began to alarm continuously. Staff attended to the patient and replaced the ventilator. No harm was done to the patient. However the alarm on the ventilator could not be silenced. Battery was removed so the internal battery could drain to allow the alarm to shut off.======================manufacturer response for ventilator, newport medical (per site reporter).======================to send the unit in for an evaluation and repair as needed.